Event description:
2015-09-15 additional information was received from a healthcare provider (hcp). Troubleshooting performed included a catheter check and a pump bolus with saline. It was noted that the cause of the empty pump was determined but the cause was not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl (600 mcg/ml at 400 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain/complex regional pain syndrome type 1. On (B)(6) 2015 it was reported that the pump was empty. No patient symptoms were reported. The troubleshooting, actions/interventions, and cause of the empty pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.